Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was implanted in the duodenal papilla to treat jaundice, reduce bile duct pressure, and improve bile excretion during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. On (B)(6) 2025, following the placement of the nasobiliary drainage catheter, an abdominal radiographic image was taken. It was found that the pigtail of the nasobiliary catheter was detached and was no longer indwelling in the bile duct. The nasobiliary catheter was subsequently removed from the patient. In the physician's assessment, the detached pigtail had naturally passed out of the patient through defecation, and no foreign material remained inside the patient. There were no patient complications as a result of this event and the patient was discharged from the hospital.

Manufacturer narrative:
Block a2 patient information (date of birth) was updated based on the additional information received on october 09, 2025. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component. Imdrf impact code f2203 captures the reportable event of abdominal radiographic image was taken.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was implanted in the duodenal papilla to treat jaundice, reduce bile duct pressure, and improve bile excretion during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2025. On (B)(6) 2025, following the placement of the nasobiliary drainage catheter, an abdominal radiographic image was taken. It was found that the pigtail of the nasobiliary catheter was detached and was no longer indwelling in the bile duct. The nasobiliary catheter was subsequently removed from the patient. In the physician's assessment, the detached pigtail had naturally passed out of the patient through defecation, and no foreign material remained inside the patient. There were no patient complications as a result of this event and the patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component. Imdrf impact code f2203 captures the reportable event of abdominal radiographic image was taken.